Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. Pump received with cracked and bleeding lcd glass. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis. The customer's blood glucose level was 149 mg/dl at the time of the incident. The customer stated that the insulin pump had crack on the screen. The customer was treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized for three days due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose was over 450 mg/dl. It was also reported that the insulin pump was broken and customer was off insulin pump for 6 hours and due to this customer had diabetic ketoacidosis as a side effect. It was also reported that the insulin pump was not in auto mode.